Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed there was foreign material and guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was unable to advance the guidewire through the lumen of the left ventricular (lv) lead. The lv lead was attempted but not used and was replaced. No patient complications have been reported as a result of this event.